Manufacturer narrative:
5076-52 lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional intermittent atrial oversensing on the right atrial (ra) lead during high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.